Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor failed a pulse test. The cause for the pulse test was isolated to corrosion on connector j1000 on the monitor c/a board. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the contaminated monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last patient to use this monitor did not report any deficiencies.